Manufacturer narrative:
The broken nail was not returned to smith-nephew inc. The broken screw was returned. ((B)(4)_unk) below are the investigation results. From the analyses conducted during this investigation, it was concluded that the 5.0mm captured cortical screw fractured by fatigue cracking. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. No material or manufacturing deviations were found in this investigation.

Event description:
It was reported that a revision surgery was required due to a broken nail.